Event description:
It was reported that the patient presented in the clinic with presyncope and light-headedness. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture due to pacing inhibition caused by noise over-sensing. The rv lead was explanted and replaced on (B)(6) 2025. The patient was discharged without noted complications.